Event description:
It has been reported to philips that the system produced a memory full error and would not expose. A reboot was attempted, and it was reported that it took longer to boot and still did not produce exposure after they system came back up. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was outside of clinical use at the time of the reported event. The philips remote service engineer (rse) checked the device remotely and confirmed that the system produced a memory full error and would not expose. A review of the system logfile by the rse confirmed the image disk error. The fse visited onsite and to resolve the reported issue the fse reinstalled the flexvision software, reinstalled the ippc software, formatted the ippc image hds, recreated the database and replaced the ippc motherboard battery. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.